Manufacturer narrative:
Weight, ethnicity, race: unk. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim# 430811

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2 lens, -14.5/+1.5/074 (sphere/cylinder/axis) into the patient's left (os) eye on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a shorter lens due to excessive vault, pupil block, and elevated iop. Immediate postop results were good following the exchange. Prior to exchange the surgeon had performed a release of fluid via paracentesis and had the patient on "maximal medical therapy."

Manufacturer narrative:
Patient's age: (B)(6) 1983. Claim#: (B)(4).